Event description:
The customer tested blood glucose in the evening and received a result of 271mg/dl. Paramedics were called and they received a result of 70mg/dl. The customer was given juice to drink. The customer stated customer had not eaten normally because of high results customer had received. Unk if controls were in use. A request was made for the return of the suspect device and replacement product was sent.